Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
This supplemental report is being as additional information was received that indicated this right ventricular (rv) lead was surgically abandoned and replaced due to observations of high thresholds which resulted in intermittent loss of capture. The physician elected to replace the rv lead during an elective device change out procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented in the emergency room with a heart rate in the 30's. A latitude consult interrogation was performed and this right ventricular (rv) lead exhibited intermittent loss of capture and high thresholds. Lead impedances were also performed and were within normal range. The patient did not experience any asystole of greater than two seconds. Subsequently, the device had to be reprogrammed and was pacing appropriately after. This patient will continue to have routine follow-ups. This rv lead remains in service. No additional adverse patient effects were reported.